Event description:
Caller reported cartridge alarm 30 occurring twice recently during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.